Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 53 and 38 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Caller stated that on (B)(6) 2024 the customer had not been feeling well and had tested using the true metrix meter and obtained the result of 38 mg/dl fasting. Paramedics had been called; the customer's blood glucose test result when tested by the paramedics using their device had been 60 mg/dl fasting. Caller was not able to confirm if the results of 38 and 60 mg/dl had been back to back tests. The customer did not go to the hospital; the customer had raised his glucose by eating crackers with soda. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/22/2025 and open vial date is (B)(6) 2024. The meter memory was reviewed for previous test result history: result 1: 53 mg/dl date: (B)(6) 2024 time: 12:26 am fasting result 2: 38 mg/dl date: (B)(6) 2024 time: 12:18 am fasting result 3: 192 mg/dl date: (B)(6) 2024 time: 12:48 pm unknown result 4: 143 mg/dl date: (B)(6) 2024 time: 10:19 am unknown result 5: 81 mg/dl date: (B)(6) 2024 time: 1:03 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to unspecified symptom(s) and meter result. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.